Event description:
It was reported that the port was implanted in 2001 for chemotherapy. After chemotherapy was completed, an x-ray was taken of the port in 09/02. The port appeared to have moved below rib 6/7, and the catheter had separated and was located in the right atrium. In 09/02 an open sternotomy was performed to remove the cathter and port. There were no further complications.

Event description:
The port was implanted in 2001 for chemotherapy. After chemotherapy was completed, an x-ray was taken of the port in 9/02. The port appeared to have moved below rib 6/7, and the catheter had separated and was located in the right atrium. In 2002 an open sternotomy was performed to remove the catheter and port. There were no further complications.